Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to low blood glucose levels (29 mg/dl). Customer was treated through intravenous glucose while in the hosp, and was released on (B)(6) 2015. Troubleshooting was performed and pump passed delivery system check. Customer's basal settings were lowered.